Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 489 mg/dl. The customer was treated with syringes. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that drive support cap was normal. Customer reported that they have contacted their health care professional regarding the high blood glucose event. Customer alleging possible insulin pump was under delivery. The device will be returned for analysis.